Event description:
It was reported that there was high thresholds on the right ventricular (rv) lead. The rv lead was attempted to be repositioned and during this procedure the physician was unable to deploy the helix. The rv lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal and defibrillator conductors were distorted. The outer tubing overlay had blood/body fluid (not obstructed), cosmetic environmental stress cracking, and a breached cut. The outer insulation had a breached cut, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead was received with the helix deployed and bent slightly. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector.